Event description:
An automated external defibrillator (AED) with electrodes is used for cardiac monitoring. Initially we were able to see a rhythm on the AED but then the display showed only the dashes and no rhythm and advised us to check patient and check electrodes. We changed electrodes several times and were never able to get a rhythm to display. We got another AED and used the same electrode cable and plugged it into the new AED and it worked fine. A floor rn tested the dysfunctional AED on herself using electrodes and it worked fine. Not sure if it matters but she is (B)(6) pounds and patient is (B)(6) pounds and hairy. The electrodes were compared to another package of the same brand and lot number and were found to be less "sticky". The less sticky electrodes were removed from service.